Manufacturer narrative:
The ge representative conducted an onsite investigation and the system error could not be reproduced. The led's and power supply were checked and the software reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.